Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. In addition, it was reported that multiple cartridge alarms occurred (alarm 20 and alarm 30). Customer's blood glucose level was 170 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.